Event description:
Reportedly, during pacemaker follow-up the screen froze during sensitivity test. A re-boot solved the issue.

Manufacturer narrative:
¿ Based on available information it is suspected that the reported behavior is related to a software issue on the user interface. ¿ in-depth analysis revealed that this software issue resulted from a software issue involving an inappropriate refresh of the programmer graphical-unit interface (gui) through windows messages (mfc) during the sensing test, which led to the temporary unavailability of the stop button. ¿ it should be noted that this issue is limited to sensing tests and does not affect threshold tests. In addition, a pacing rate at 30 bpm is guaranteed when the issue occurs and until the sensing test in interrupted. ¿ a software correction is planned to prevent recurrence of this issue. ¿ this case is recorded for trending purposes.